Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead noise led to inappropriate vf detection and inappropriate shocks. Patient ended up in emergency room. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. (B)(6) 2026 lead explanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.